Manufacturer narrative:
(B)(4) .

Event description:
During an implant procedure performed to replace the neurostimulator due to normal battery depletion, the pt did not feel the stimulation with the new device. He felt only a weak electrical shock when the amplitude was adjusted high to 10.5 volts in the continuous mode and he felt that only once and then it faded away. Impedance measurements showed >4000 ohms with a current drain of > 15 ma. Therapy measurement also showed impedances of >4000 ohms with a current drain of < 15 ma. Further troubleshooting on (B)(4) 2010 was performed and fluoroscopy was done to evaluate the connection between the extension and the new neurostimulator. The physician re-connected the extension to the neurostimulator and the pt was happy with the stimulator which was similar to his previous device. Impedance measurements still showed > 4000 ohms. The physician felt that he was "okay" with the results as long as the pt satisfied with the stimulation outcome. If additional info is received, a follow-up report will be sent.